Event description:
A customer contacted baxter's technical service center to report receiving total ultrafiltration (uf) readings between 1000 and 1500 with the homechoice (hc) machine when her normal uf readings are between 2000 and 2500 at the end of therapy. The technical service rep (tsr) explained the uf readings. The programmed fill volume for this pt is 2400 ml and the last fill volume is 0 ml. The home patient (hp) does a manual drain using supplies after therapy is completed and reported sometimes draining an additional 800 ml plus. The tsr explained this issue. The pt does not regularly have problems with fibrin. When fibrin is observed, she adds heparin to the solution bags to clear it. The hp's nurse reported no changes to therapy on or around 2008. This pt has been seen in the dialysis clinic since the incident and had no problems to report; therapy was going well. There was no pt injury or medical intervention associated with this report.

Manufacturer narrative:
The homechoice machine has been received and a device history review for the overfill situation reported is anticipated.